Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2024-02424, 3006705815-2024-02425, 3006705815-2024-02426 it was reported that the patient experienced ineffective therapy with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.